Event description:
It was reported that during the implant procedure the device's setscrew fell out of the header. Once the setscrew issue was resolve it was then reported that the device did not pace when hooked up to the lead. The device was removed and not used and a new device was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was noted that the grommet was damaged.